Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This patient complained of intermittent diaphragmatic stimulation occurring. The clinic was able to reproduce this at a high voltage of 7.5v. The lead remains actively implanted. Should additional information become available, this event will be updated.